Manufacturer narrative:
Technician found bed in "down" storage. Head up function was not working. Function did not work manually or under power. Battery led was on. Found problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Bed found in "down" storage. Cause of issue unk. No pt impact reported.